Manufacturer narrative:
Model number/catalog number 72404161, serial number (B)(4), batch/lot number 942348010, model/catalog description reservoir 65ml pc. Model number/catalog number 72404310, serial number (B)(4), batch/lot number 100255001, model/catalog description pump ms.

Event description:
It was reported that the patient had the cylinder replaced due to the curved penis and complained of pain. The curved penis was due to a patient medical problem. The patient outcome was reported as the patient "got well."

Manufacturer narrative:
Model number/catalog number 72404161; serial number (B)(4); batch/lot number 942348010; model/catalog description reservoir 65ml pc. Model number/catalog number 72404310; serial number (B)(4); batch/lot number 100255001; model/catalog description pump ms.

Event description:
It was reported that the patient had the cylinder replaced due to the curved penis and complained of pain. The curved penis was due to a patient medical problem. The patient outcome was reported as the patient "got well." Device evaluation: the complaint component was returned and analyzed, and the reported allegation of pain was not confirmed via product analysis. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Model number/catalog number 72404161, serial number (B)(4), batch/lot number 942348010, model/catalog description reservoir 65ml pc. Model number/catalog number 72404310, serial number (B)(4), batch/lot number 100255001, model/catalog description pump ms.

Event description:
It was reported that the patient had the cylinder replaced due to the curved penis and complained of pain. The curved penis was due to a patient medical problem. The patient outcome was reported as the patient "got well."